Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When loading into the needle holder, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The detached suture attachment tips were examined at and found to have user needle holder marks on the tips. The suture tips show to be severed of from needle due to user needle holder pressure, which indicates suture was severed off due to user handling. In order to avoid this type of damage, and subsequent breakage, ethicon recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point.